Event description:
It was reported to hp that a red level alarm was generated and that both the central station and the bedside did not produce any alarm sounds. There was an entry in the alarm review for the alarm event in question.